Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 424 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to the battery connector not being plugged in properly to the interface board. Reconnected the battery connector and the pump powered up properly. Unable to perform the functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.